Event description:
A customer reported experiencing alarm 2 and multiple instances of occlusion events. The reported blood glucose levels were not excessively high, as they did not exceed 500 mg/dl or trigger a "high" reading on the cgm. To address the issues, the customer changed the infusion set and cartridge, which allowed them to resume insulin delivery. Additionally, they were experiencing recurring occlusion problems, prompting a request for follow-up assistance from technical support.